Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia. The right ventricular (rv) lead and right atrial (ra) lead exhibited undersensing. Both leads remain in use. No further patient complications have been reported as a result of this event.